Event description:
Provider states the unit has no air flow and is alarming. Provider states unit is a rental, 1160 hours. Provider states no alleged injury or property damage. No further information provided.